Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a crack in the feeding tube was confirmed and the cause appeared to be manufacturing related. The product returned for evaluation was a 20fr tri-funnel feeding tube. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument. The returned product sample was evaluated and a 1.5mm linear split was observed 8mm from the tapered region of the three fluid conduits. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a sharp instrument. Sharply formed fracture edges. Planar shape to the fracture surface. The sample contained light traces of residue indicating little use. A complaint history review found two other instances of sharp instrument damage, all from different facilities, and all containing similarly sized holes which were similar distances from the tapered region (between 7mm and 8mm from the tapered region). The similarity between the size, shape, and location of these three instances of sharp instrument damage (having come from three different complaint facilities) made it likely that the damage did not occur at the user facility and may have originated during product manufacture.

Event description:
It was reported that the crack was found near the funnel of the feeding tube.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded at (B)(4) due to the expire of stock period after visual inspection. A lot history review (lhr) of ngap3099 showed no other similar product complaint(s) from this lot number. Discarded at (B)(4) due to the expire of stock period after visual inspection.

Event description:
It was reported that the crack was found near the funnel of the feeding tube.